Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00310. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has an error code pressure sensor auto zero failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states when unit is power on unit will give error message, proximal pressure sensor autozero failed. The rse had the customer verify error message in the event log. Customer found error code proximal pressure sensor autozero failed. Trouble shot with customer, confirmed no data acquisition (da) board work had been performed. Verified the da board is seated properly. Informed customer that manufacturers recommendation is to replace solenoid 3 and 4. If issue is still happening replace the da board. Customer is requesting part numbers for both. The investigation is ongoing.